Event description:
The user facility reported that an operator opened the lid of the system 1e processor after a cycle completed and experienced a strong sterilant smell and eye irritation. The operator sustained a burn on the back of her hand when she removed the s40 sterilant concentrate cup, which contained residual sterilant, from the system 1e processor. The operator self treated with silvadene ointment and bandaged her hand. She missed no time from work and is fine with no sustaining injuries.

Manufacturer narrative:
A steris service technician inspected the unit and found it to be operating properly; the technician could not duplicate the event reported by the operator. The user facility reported that the steris 40 sterilant concentrate cup contained residual sterilant. The operator was wearing wrist length gloves and it appears that residual sterilant from the s40 cup or aspirator probe splashed on the operator while removing the cup from the processor. The operator manual states (section 7-1), "appropriate personal protective equipment (ppe) is required when handling or disposing of partially filled, leaking, damaged, or expired containers of s40 sterilant concentrate. Minimally, ppe should consist of chemical-resistant gloves, apron, goggles or face shield, and any other protection required by facility procedures." The scope subject of the event was successfully reprocessed. The user facility received in-service training on the proper use and operation of the system 1e processor on (B)(4) 2011.

Manufacturer narrative:
The system 1e tray was evaluated by quality and no imperfections were found. A pressure test was completed and no leaks were noted. The tray was placed in a system 1e processor and a diagnostic cycle and sterile processing cycle were completed; both successfully completed and no residual sterilant was present in the s40 cups, cup well or tray. The cause of this event is attributed to user error, specifically improper handling of the sterilant. The operator manual states (section 7-1), "appropriate personal protective equipment (ppe) is required when handling or disposing of partially filled, leaking, damaged, or expired containers of s40 sterilant concentrate. Minimally, ppe should consist of chemical-resistant gloves, apron, goggles or face shield, and any other protection required by facility procedures".